Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that during use on patient, the customer could not get invasive pressures on the cardiosave intra-aortic balloon pump (iabp) and it was down. There was no harm reported.

Manufacturer narrative:
(B)(6). Addl iu info - dv a supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. Could not verify or duplicate. The unit passed all functional and safety tests according to factory specifications.